Event description:
It was reported, the r wave measurement via the analyzer was "completely" different than the measurement obtained from the device. The physician believed the lead was dislodged and attempted to revise the lead and performed more testing, but the r wave measurement discrepancy did not resolve. The physician then elected to remove the device. A new device was implanted and the physician claimed the r wave measurement discrepancy resolved. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).